Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information, as a final report. Investigation is complete. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a meshgraft had a worn cutter and defective side plate. A zimmer meshgraft ii serial number (B)(4) was already at a site and was available for evaluation. Evaluation of the device on (B)(6) 2019 found that the cutter was damaged and that there was a screw missing from a sideplate. Despite the found failures though, the device still produced a passing test mesh. Repair of the mesher occurred on (B)(6) 2019 and involved replacing the cutter and the missing screw. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. While the service technician confirmed that there was a damaged cutter and that there was a missing screw from a sideplate, it cannot be determined from the information provided as to what caused these issues to occur. As such, a specific cause of the reported events cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device had a worn cutter and defective side plates that were replaced. This was discovered during routine maintenance and there was no report of any patient harm or involvement.